Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method insulin therapy. The customer¿s blood glucose level was 515 mg/dl. Elevated bg was addressed by a manual insulin injection.